Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the lead did not proceed as desired when inserted during the trial operation. The lead stylet was changed from a bent one to a straight one as a result. After that change, an attempt to change the stylet from the straight one back to a bent one was attempted, but the stylet ¿could not be entered deep inside the lead.¿ it was stated the lead was replaced because ¿the straight type could only enter halfway and stopped.¿ a ¿deformation inside the lead was suspected.¿ the lead issue remained unresolved at the time of report. The lead was not implanted and was replaced. No complications were reported or anticipated.